Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump did not respond during a priming attempt. She stated that she rewinded the insulin pump and attempted to fill the tubing and the pump responded. The customer stated that the screen was not totally blank while frozen and there was no response from any button. The customer further explained that the buttons began responding and she had no issues since the incident. It was not possible to troubleshoot as this was a past issue. The customer's blood glucose was not known. Nothing further was reported.